Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) was confirmed. As received, the monitor displayed code 203. The cause of the code 203 is an internal pulse test failure. The cause of the internal pulse test failure is contamination on the j1002 and j1003 connector pins on the defib board and the j1000 pin on the ca board. The pins were cleaned as a precautionary measure. The root cause of the contamination was unable to be positively determined. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.